Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a hemodialysis (hd) clinic chief biomed technician that there was blood leaking from the dialyzer during the patient¿s hemodialysis treatment. Follow up with the clinic indicates that it was unknown during which phase the leak occurred. Blood loss was approximately 10ml. There was no complications as a result of the alleged event and there was no medical intervention. There was no reported of any dialysis machine alarm. Patient treatment resumed on the same dialysis machine and was completed successfully. The dialyzer was reportedly discarded.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were a total of 15 reported complaints against the lot (including the current complaint). All 15 complaints address reports of external blood leaks. This complaint total triggered the initiation of a CAPA per the CAPA decision tree (see below). This lot was placed on hold and recalled under field action decision file (B)(4). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.